Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with no power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2018 with the following findings:. During investigation, the pump returned with cracked battery compartment at left side of grip from threads to case seal. Battery cap is also stripped and is unable to secure to power on the pump. A test battery cap is able secure enough and power up the pump. A 12-duration test was completed with test cap with no power loss or rebooting duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.